Manufacturer narrative:
Batch review performed on 21 february 2019: lot 184754: (B)(4) items manufactured and released on 04-sep-2018. Expiration date: 2023-08-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved: mpact acetabular shell ø56 two-holes reference 01.32.156dh (k132879), lot 178262: (B)(4) items manufactured and released on 28-mar-2018. Expiration date: 2023-03-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact cancellous bone screw, flat head ø 6,5 l 20 reference 01.32.6520 (k103721), lot 185345: (B)(4) items manufactured and released on 03-aug-2018. Expiration date: 2023-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact cancellous bone screw, flat head ø 6,5 l 35 reference 01.32.6535 (k103721), lot 183666: (B)(4) items manufactured and released on 13-jun-2018. Expiration date: 2023-05-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115), lot 176376: (B)(4) items manufactured and released on 09-jan-2018. Expiration date: 2022-12-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event amistem-p std stem size 4 reference 01.18.404 (k173794), lot 179937: (B)(4) items manufactured and released on 08-may-2018. Expiration date: 2023-04-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 37 days after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon originally planned to perform an I&d and revise the head and liner. The surgeon chose not revise the head and liner and only performed the I&d and the surgery was completed successfully.